Event description:
It was reported that the valve did not function properly.

Manufacturer narrative:
The valve passed patency and siphon testing. It was within specifications for pressure flow and preimplantation testing. The valve did not pass leakage testing due to a small hole in the top on the proximal occluder. It is unk how or when this damage may have occurred. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The valve did not pass reflux testing. Debris within the valve may interfere with the membrane resulting in reflux. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.